Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. The open r781 is consistent with the patient receiving an external defibrillation while wearing the device. The lifevest is not defibrillator proof and is not designed to be worn while the patient is externally defibrillated. The root cause for the open resistor was the external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. It was reported that the electrode belt was cut from the patient. Manufacture dates: monitor 3/16/2015, belt 3/26/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that at 07:27:13 am on (B)(6) 2019, the patient's rhythm was sinus tachycardia from 110 bpm to 120 bpm with pvc's. The rhythm then transitioned to svt from 160 bpm to 210 bpm with a pause, pvc's and motion artifact slowing to svt from 170 bpm, then further slowing to svt at 160 bpm with motion artifact. At 7:39:58 am, and arrhythmia with response button usage was detected by the lifevest. The patient's rhythm at this time was supraventricular tachycardia at 190 bpm. It is unknown who was pressing the response buttons. The svt contributed to the false detection. The device was shut down at 7:42:10 am, and powered back on at 7:42:50 am. At 8:02:39 am, aystole was detected by the lifevest. The patient's ECG shows sinus bradycardia at 40 bpm with a chb degrading to asystole with intermittent cardiac activity. At 8:02:51, an arrhythmia was detected by the lifevest. The patient's ECG shows the patient was in asystole transitioning to an idioventricular rhythm at 10 bpm with CPR artifact. The CPR artifact contributed to the false detection. A non-treatable rhythm was declared at 8:03:48 am. An arrhythmia was detected by the lifevest at 8:05:42 am. The patient's rhythm at this time was an idioventricular rhythm at 40 bpm with CPR artifact. At 8:06:05 am, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the shock was ventricular tachycardia (vt) at 200 bpm with CPR artifact. The post shock rhythm was an idioventricular rhythm at 40 bpm with CPR artifact. At 8:06:31 am, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with non-sustained ventricular tachycardia (nsvt). The post-shock rhythm was asystole transitioning to vt at 150 bpm. At 8:06:39 am, the electrode belt was disconnected. The patient's rhythm at that time was aystole transitioning to vt at 150 bpm. The response buttons were not pressed during the event. It was reported that the electrode belt was cut from the patient during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.